Event description:
Pt was implanted with an acufix system for a c4-c7 corpectomy. One month post-operatively, xrays revealed malposition of the caudal screw such that soiled purchase in the inferior vertebra was not attained, the graft translated anteriorly from the inferior vertebra. The surgeon intends to reoperate to reposition the graft.